Event description:
(B)(4).

Manufacturer narrative:
Resmed has requested for the mask be returned so that an engineering investigation could be performed. The mask has not yet been returned. Resmed is in contact with the reporter to obtain the mask as well as additional documentation from the patient. Note: mirage liberty user guide includes the following written warnings: "discontinue using the mask if you have any adverse reaction to the use of the mask, and consult your physician or sleep therapist." "Using a mask may cause tooth, gum or jaw soreness or aggravate an existing dental condition. If symptoms occur, consult your physician or dentist." (B)(4).